Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that aspiration ceased during the procedure. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The catheter was advanced to the lesion in the 7f 45cm sheath and the device was activated; however the motor lost strength and locked up. It was noted that there was open lumen in the vessel but the motor appeared to have no power. There were no kinks. Aspiration ceased. The procedure was completed with a different device. There were no patient complications.